Manufacturer narrative:
A technical evaluation of the broken product used was not performed as the product has not been made available for the investigation. A clinical investigation of the case was not performed as no information about patient conditions, medical procedure and x-rays have been made available. Considering the event description, a nail was broken but no information has been provided on the actual procedure put in place, such as pre and post operative x-rays, nor the product involved has been returned for evaluation. Therefore, it is not possible to draw any conclusion with regards to the complained nail breakage. Regarding orthofix centronail humeral nailing system breakages, according to our trend records, the failure rate is 0,05% ((B)(4) 2005 up to date, included this one). In case further information is provided on the specific application of the system (e.g. X-rays) or on the product involved, orthofix will promptly re-open the investigation on the case. Orthofix continues monitoring the products on the market.

Event description:
The patient was treated with a centronail humeral nail, for a femoral diaphyseal fracture, on (B)(6) 2010. At three months from the intervention, during an x-ray session, it was detected that the nail was broken. The patient was re-operated on (B)(6) 2011 to remove the proximal part of the nail, while the distal part of the device was left in patient. The patient is currently in good health condition with the fracture healed. Event notified by the (B)(6) hospital to the (B)(6) ministry of health. Manufacturer reference number: (B)(4).